Event description:
It was reported that the patient presented for follow-up in clinic. Upon interrogation, it was noted that the pacemaker exhibited undersensing. No intervention was performed. The patient was in stable condition.

Manufacturer narrative:
Further information was requested, but not received.